Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed falsely depressed carbon dioxide results for multiple patients on the architect c8000 analyzer. The following data was provided (mmol/l): (B)(4): c0008r initial: 9.0, repeat 21.0. (B)(6), initial 10, repeat 16. (B)(6), intial: < 0.5, repeat 12.0 . (B)(6), initial 12, repeat 21. (B)(6), initial 12, repeat 23.9051. (B)(6), initial 10, repeats 16, 18. (B)(6), initial 20, repeat 25. (B)(4), initial 10, repeats 16. (B)(6,) initial 13, repeat 23. (B)(6), initial: 13, repeat 22. (B)(6), initial: < 5 repeat 9. (B)(6), initial: 13, repeats 23 (initial result was not reported out of the lab). (B)(6), initial: 13, repeats 22, 22. (B)(6), initial: 11, repeat 22. (B)(6), initial: 10, repeat 20. (B)(6), intial: 16, repeat 23. (B)(6), initial 15, repeat 23. (B)(6), initial 17, repeat 24. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. Field service replaced the reagent probe tubing and r1 pipettor, which resolved the issue. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Based on the available information, no product deficiency was identified.